Event description:
Additional information indicated that on (B)(6) 2012 pump operability test results: drug volume at previous refill was 18 ml, actual residual drug volume was 9.0 ml, residual drug volume on programmer was 9.3 ml. The patient had dose adjustment (changed 70 microgram) on (B)(6) 2012 and (changed 80 microgram) on (B)(6) 2012.

Event description:
Additional information: patient was on addition physical therapy included rom rehabilitation standing-up and walking rehabilitation. Dose adjustments were done on (B)(6) 2012 for spasm control. On (B)(6) 2012, actual volume in the pump was 13ml while expected was 12.9ml within specifications. It was indicated that after surgery on the patient, who had previously experienced dvt, negligence in administration of low-molecular-weight heparin and in having the patient wear lower-limbs compression equipment for prevention of recurrence of dvt led to development of the current dvt. Post-operative rest might also have affected the patient's condition. Prolonged period of rest, in fear of catheter dislodgement, is also one of the causes. Gablofen doses were decreased during this event.

Manufacturer narrative:
Catheter: model# 8711, lot# serial# (B)(4), implanted: explanted: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had existing dvt in the lower limbs. On (B)(6) 2012, the patient experienced lower extremity deep vein thrombosis. The severity was moderate. The dvt recurred because the patient had been confined to post surgery bed rest. The patient was hospitalized. It was believed that the patient had been confined to bed for a prolonged period of time post-surgery and this may have prompted the occurrence of the current event. There was no causal relationship with the itb therapy. Outcome was recovered as of (B)(6) 2012. Per another reporter it was indicated that heparin was not used. The pump was delivering gabalon.